Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident sample has been requested, but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that at the end of a laparoscopic appendectomy procedure the jaws would not open and had to be cut from tissue to remove the device. There was no pt injury.